Event description:
During placement of a guidewire (gw) inside the microcatheter (mc) there was resistance and subsequently perforation of the mc occurred. Percutaneous transluminal angioplasty was being performed in (unk) vessel and lesion. There was no information available regarding the morphology of the vessel. There was no abnormalities noted during pre-use product inspection and product was prepped per the instructions for use (IFU).